Event description:
When dilating inside a previously placed stent with calcifications noted, the caheter balloon burst on the first inflation and upon removal from the pt, the distal tip was missing. Unsuccessful attempts were made to retrieve the indwelling tip. No further complications were reported.

Manufacturer narrative:
Block h6, conclusion code 86, used as the product was used against labeled indications.